Event description:
The patient was implanted with a left ventricular assist (lvad). The perfusionist reported that the patient's system controller has a broken strain relief on the black power lead that the patient had not reported but instead wrapped the cable with tape. While the patient was at home, he reportedly experienced a red heart alarm and while attempting to exchange the system controller, sparks began to come out from the system controller he was connected to. The patient reported that he felt the pump stop and with the help of his caregiver successfully switched to the backup system controller. When the patient connected to the power base unit (pbu), the pbu reportedly would not power up the pump; instead, the patient went on battery support with no further issues.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.